Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the heartstart xl had a recurring error 90008 (self test failure, pacer or defib). There was no reported pt involvement.